Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. <(> <<)>end> (B)(4)

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and a possible fracture. The lv stimulation was programmed off. No patient complications have been reported as a result of this event.